Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support performed a system check and the occlusion was found to be within the cartridge. A cartridge change was performed resolving the occlusion.